Event description:
Pt admitted to the hosp on 4/7/94 for electrophysiologic testing. Pcd implanted on 4/22/94 with transvenous leads and sub-cutaneous patch. Chest x-ray showed good lead position. On 4/23/94, chest x-ray indicated migration of rv lead. On 4/24/94, pt developed spurious shock from pcd, resulting in v-fib. Subsequent CPR, intubation, defibrillated x5. On 4/28/94, pt returned to surgery for manipulation of the right ventricular lead.